Event description:
Patient experiencing return of pain and pressure. Rn found epidural catheter had become disconnected. The clip at the end of the yellow filter became unclipped from the epidural catheter.